Event description:
It was reported that during the implant procedure prior to wound closure, the physician observed that this right ventricular (rv) lead required more than 30 turns to extend the helix mechanism. The rv lead initially demonstrated satisfactory measurements when testing with a pacemaker system analyzer (psa), but intermittent noisy signals were noted. The psa cables were exchanged, but the noise remained. The rv lead was connected to the device for testing, but the device did not automatically exit storage mode. When the device was manually removed from storage mode, high, out-of-range rv pacing impedance measurements (>3000 ohms) were seen. It was hypothesized the rv lead conductor had fractured during the procedure. The lead was exchanged to resolve the event and no adverse patient effects were reported. The rv lead was subsequently received for analysis. Once the investigation is complete, this record will be updated with results.

Event description:
It was reported that during the implant procedure prior to wound closure, the physician observed that this right ventricular (rv) lead required more than 30 turns to extend the helix mechanism. The rv lead initially demonstrated satisfactory measurements when testing with a pacemaker system analyzer (psa), but intermittent noisy signals were noted. The psa cables were exchanged, but the noise remained. The rv lead was connected to the device for testing, but the device did not automatically exit storage mode. When the device was manually removed from storage mode, high, out-of-range rv pacing impedance measurements (>3000 ohms) were seen. It was hypothesized the rv lead conductor had fractured during the procedure. The lead was exchanged to resolve the event and no adverse patient effects were reported. The rv lead was subsequently received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.